Event description:
Facility alleges pt lost blood in dialyzer and lines due to clotting of system. Rn reports treatment was interrupted due to a fire in another machine - pt had to be moved. When dialysis restarted, system clotted. Circuit discarded - estimated blood loss > 100 cc. Pt stable.